Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure the disposable handpiece blade stopped spinning. The motor drive unit cut off and the light on the front panel dimmed. The case was able to be completed with the same motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/02/2007. Conclusion - the actual device involved in this event was returned for evaluation. The evaluation found that the reported event could not be duplicated.